Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the temporal artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp was stuck in the starting position and would not advance out from the friction lock. Therefore, it was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed ovalizations on the introducer sheath. This damage was likely incidental to the reported complaint. During functional testing, the ruby coil lp was able to advance through its introducer sheath with initial resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock, and additional resistance due to the ovalization in the introducer sheath. Further evaluation also revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.